Event description:
It was reported to boston scientific corporation that a c.r.e. Balloon dilatation catheter was used in an esophagogastroduodenoscopy (egd) procedure. Patient's weight was not provided by the user facility. According to the complainant, the balloon would not deflate following completion of the procedure. Partial deflation was achieved after approximately one minute. The balloon and scope were then removed from the patient as a unit. The balloon was then pulled out through the scope outside the patient. There has been no report of patient complications or injury, due to this event. Post procedure, the patient was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of device evaluation and failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.